Event description:
It was reported that the patient's ins might be flipped. The patient had an x-ray and the position was anteroposterior, the patient was implanted on left buttock. Spine was to the left of the photo, image was the patient's left side. It was confirmed that based on the x-ray, position, and where the leads were coming out the device was flipped. The patient was not able to get coupling bars, but the patient was able to charge with no coupling bars. The patient was a thin person. The patient was not experiencing any symptom. The doctor was planning to go back into surgery and flip the implantable neurostimulator to the correct side after his offices got approval from the payer. The patient was receiving effective therapy.

Manufacturer narrative:
Product ID 7495lz66, serial # (B)(4), implanted: (B)(6) 2003, product type extension. Product ID 7425, serial #(B)(4), implanted: (B)(6) 2003, product type implantable neurostimulator. Product ID 3587a, lot # lb6352, implanted: (B)(6) 2003, product type lead. Product ID 3487a-33, lot # j0340634v, implanted: (B)(6) 2003, product type lead.